Event description:
During the index procedure the physician used an admiral extreme pta balloon catheter to treat a lesion in the left sfa and left popliteal. The device was successful. One month post the index procedure, the patient presented with peripheral artery restenosis of the target lesion. This was assessed as probably related to the device but not related to the procedure. The patient was hospitalised and the target lesion was treated with a stent. The event was resolved. On the same day the patient presented with target vessel stenosis (but not tl). This was assessed as not related to the device and not related to the procedure. The patient was treated with a stent (non tl). The event was resolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (restenosis of the dilated artery, acute re-occlusion necessitating surgical intervention). Evaluation conclusions: inherent risk of procedure ¿ (restenosis of the dilated artery, acute re-occlusion necessitating surgical intervention). (B)(4).

Manufacturer narrative:
(B)(4). Patient codes corrected for previously reported target vessel revascularisation event.

Event description:
The two stents used during the previously reported tvr were non mdt stents. The target vessel (left sfa) was also treated with unknown pta balloon.